Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported sometime in (B)(6) 2018 this lead oversensed vf. The lead remains implanted. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(6) 2018 - this lead was explanted on (B)(6) 2018. We received a device evaluation. Upon receipt, the lead under complaint was found cut approx. 13.5 cm distal to the is-1 connector pin. Two fragments were returned for analysis. On the proximal end of the distal fragment approx. 0.5 cm of the lead insulation were missing. The analysis revealed multiple abrasion marks along the lead body of the returned fragments. In particular approx. 30.5 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation was damaged. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, deformations of the shock coil and a damaged fixation helix were detected which most likely occurred during the extraction procedure. Due to the fragmented state of the lead a mechanical analysis was not properly feasible and the electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.